Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for adhesions, small bowel injury and removal of device. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient was diagnosed with a ventral hernia. The patient underwent ventral hernia repair with a bard/davol sepramesh ip. On (B)(6) 2016: the mesh caused adhesions and a small bowel obstruction causing removal of the small bowel with the mesh attached. Ni/ni/ni: the patient continues to have severe bowel issues with chronic pain. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. The patient was caused and in the future will be caused to suffer severe personal injuries, pain and suffering. The patient has experienced mental and physical pain and suffering has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization.